Event description:
The customer reported that the device had no display.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.